Event description:
It was reported that during surgery, t1 and t2 deployed at the same time. The procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. No ts or suture were returned. Actuator is in its post t2 position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that during surgery, t1 and t2 deployed at the same time. Both ts were removed from the patient. The procedure was completed with a backup device with no significant delay or patient injury reported.